Event description:
It was reported to philips that the system would not finish the start-up cycle. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite, and it was determined that the system would not finish the start-up cycle. This event has occurred multiple times. On (B)(6) 2024, during the initial visit, the field service engineer (fse) replaced the hard disk drive of the host pc. The problem resurfaced two days later. To resolve the issue fse replaced both the host pc and the hard disk drive and return the part for further analysis, but no failure was found. After replacement of host pc and hard disk drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.